Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H11: secondary intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was repositioned but the problem was not resolved. Due to lens rotation not associated to a low vault, the lens was removed and replaced intraoperatively for a longer length lens. The problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned dry with residue/debris on product in a microcentrifuge vial. Visual inspection found the lens haptic bent and deformed. Dimensional and functional inspection found the lens to be within specifications. Claim (B)(4).

Manufacturer narrative:
Corrected data: h3: device evaluation - lens was returned dry with residue/debris on product in a microcentrifuge vial. Visual inspection found the lens haptic bent and deformed. Dimensional inspection found the lens to be within specifications. Claim: (B)(4).